Event description:
Procedure type: lap gastric bypass. According to the reporter: the instrument was fired, but the handle was squeezed only half way, as no sound was heard from the device and then it locked up. The device dispensed staples but the donut was not complete. The surgeon applied another eea device to compete the procedure. No blood loss was reported, but surgery time was extended one hour as a result. The tissue is reported to have been thin.